Event description:
Pt was implanted with humeral nail construct and bone graft on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to infection. Surgeon revised pt to cement spacer and antibiotics. No additional hardware was implanted. This is the 4th report of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.